Event description:
It was reported that the patient was implanted with an implantable neurostimulator (ins) on (B)(6) 2014. The ins was implanted superficially and just under the skin. After one week, communication could not be established between the ins and the recharger and therefore recharging of the ins was not possible. No coupling bars were filled. Communication with the programmer was normal. The recharger was replaced, but the issue remained. A revision took place. Recharging was attempted during the revision and charging was possible with full coupling. The ins was not flipped. Because charging was possible, the ins was not replaced and the pocket was revised so the ins was more superficial. After surgery, recharging was possible with six coupling bars.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).